Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed all testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on their one touch vita meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that on an unspecified time on (B)(6) 2011, she developed symptoms which consisted of "malaise dizzy and feeling shaky". The patient then tested on her lfs meter right away and obtained a 298 mg/dl and greater than 20 minutes later tested again and obtained a 242 mg/dl. The patient took her usual dosage of medication and visited her physician around 3:15pm that day. A lab test was done and her blood glucose reading was 154 mg/dl. Her physician increased her diabetes medication by 2 pills and treated her in the physician's office with glucophage and glucose tablets. The patient's symptoms lasted for approximately 15 days. A normal blood glucose reading for the patient is between 89-130 mg/dl. The product was replaced. The complaint is being reported since the patient alleged allegedly obtained high readings and had symptoms suggestive of a serious injury and had to received treatment by her physician.